Manufacturer narrative:
The manufacturer previously received information alleging materials were showing on the humidifier part of the a replacement CPAP device. The patient alleges the machine was a reconditioned machine. The patient described the material as black or grayish in color, and stated "...or something fabric". Update: additionally manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges basal cell skin cancer, lung cancer, and bladder cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b: adverse event/product problem updated to "both". Outcome attributed to ae updated to "life threatening". Section h: type of reported complaint: "serious injury". Patient outcome code: updated to "cancer". Health impact updated to "life threatening".

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging materials were showing on the humidifier part of the a replacement CPAP device. The patient alleges the machine was a reconditioned machine. The patient described the material as black or grayish in color, and stated "...or something fabric". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 10/19/2022 and section h11 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of materials were showing on the humidifier part of a replacement CPAP device. The patient alleges the machine was a reconditioned machine. The patient described the material as black or grayish in color, and stated "...or something fabric" the device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found particles in air path. During the evaluation, secondary findings was observed. There was one error code found. The third-party service centre concludes that they could confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report. In box h: remedial action init and recall (z) number was corrected. In box d: product brand name was corrected.